Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: during the procedure, surgeon and or staff noticed on the screen that there was residue, probably plastic from 5mm trocar sleeve. This residue would have occurred after the epix universal clip was passed through the kii, ctf12 or cts02. Surgeon sent me an mms per email which I never received. I randomly met him today and sent me the picture again that I attached to this cer report. At this point, they are not able to share the lot numbers but they are investigating. Additional information received from applied medical territory manager via email on 19aug22: according to the surgeon, you can see what looks like a flexible plastic strand on the image no items related to this incident were retained. Type of intervention: removed the plastic residue. Patient status: fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, an image of the plastic strand was provided. As the event unit was not returned, applied medical is unable to determine if the plastic strand originated from an applied medical device. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy. Event description: during the procedure, surgeon and or staff noticed on the screen that there was residue, probably plastic from 5mm trocar sleeve. This residue would have occurred after the epix universal clip was passed through the kii, ctf12 or cts02. Surgeon sent me an mms per email which I never received. I randomly met him today and sent me the picture again that I attached to this cer report. At this point, they are not able to share the lot numbers but they are investigating. Additional information received from applied medical territory manager via email on 19aug2022: according to the surgeon, you can see what looks like a flexible plastic strand. No items related to this incident were retained. Additional information received from applied medical representative via email 5sep2022: the piece of plastic was a flexible strand, about 1cm length. Other instruments used during the procedure include: grasper, monopolar hook, clip applier, inzii universal bag. A grasper was being used prior to the incident. No pressure applied to the clip applier trigger while moving through the trocar. A clip was not loaded into the jaws prior to the device¿s insertion/removal through the trocar. No issues with the functionality of the clip applier. The incident occurred during the first insertion of the clip applier through the trocar. Type of intervention: removed the plastic residue. Patient status: fine.